Event description:
Information was received that reported a patient was hospitalized in 2008 due to an incident of diabetic ketoacidosis. Reportedly the patient was traveling and had two days of high blood glucose. The patient went to the hospital when he became ill. The patient was admitted due to high blood glucose and diagnosed in diabetic ketoacidosis. He was treated with IV fluids and insulin. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contributed to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.